Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: the primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to the planned orthopedic surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 16.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3368940 was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. On (B)(6) 2016 (five days post-procedure), the patient was diagnosed with a symptomatic pulmonary embolism. The patient's symptom was chest pain and type was evaluated as low-risk. The diagnosis was supported by imaging, a CT. Treatment included use of heparin. The physician has indicated the pre-existing condition of dvt caused or contributed to the event. The physician indicated the event was unlikely related to the study device and not related to the study procedure. On (B)(6) 2016 (27 days post-procedure), the patient was discharged from the hospital. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: thrombus was initially visualized in the calf vessels prior to filter implant, but 5 days after filter placement and four days after spine surgery the size and amount of clot appears greater and CT scan did demonstrate bilateral pulmonary emboli involving the lower lobes. Based on the imaging provided it cannot be determined if thrombus formed in the upper extremities or if they migrated from lower extremities through the filter. However, the existing calf vessel thrombus may have propagated in the interim and potentially migrated through filter or potentially became lodged in the filter with more thrombus forming in situ cranial to the filter and breaking off going to the lungs. Forty two days after filter implant the right lateral most primary filter leg extended 3.3mm outside the column of contrast, but at the same day the filter was retrieved without evidence of extravasation or significant stenosis. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to the planned orthopedic surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 16.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3368940 was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. On (B)(6) 2016 (five days post-procedure), the patient was diagnosed with a symptomatic pulmonary embolism. The patient's symptom was chest pain and type was evaluated as low-risk. The diagnosis was supported by imaging, a CT. Treatment included use of heparin. The physician has indicated the pre-existing condition of dvt caused or contributed to the event. The physician indicated the event was unlikely related to the study device and not related to the study procedure. On (B)(6) 2016 (27 days post-procedure), the patient was discharged from the hospital. Patient outcome: the patient remains in the study.